Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced supply shortages after multiple infusion set deployment errors during initial use, including failure to remove the needle guard and paper adhesive cover, leading to premature consumption of infusion sets and cartridges. Symptoms included no injury and no adverse physiological effects. Outcomes included the need for troubleshooting support, user education, and a goodwill resupply order to maintain therapy continuity. Investigation included customer interview and device use review. Investigation of this case revealed user error in infusion set preparation and deployment, with no device malfunction identified. It was concluded that the event was attributable to user technique, and corrective action consisted of education and replacement supplies.